Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display and cracks from the battery compartment to bottom side of pump. Customer stated that insulin pump was exposed to moisture and damage occurred. There was no damage to retainer ring of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was returned for cosmetic damage located at the back of pump battery compartment(crack) and for an alleged blank display found on (B)(6) 2021 after moisture exposure. The insulin pump passed the active current test, and self test. No blank display noted during testing. However, device received pump error 38 during rewind. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. In addition, device received with unexpected battery power loss and had high sleep current. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms or alerts noted during testing, however, low battery alerts confirmed in the insulin pump history on (B)(6)2021 at 1:13pm and on (B)(6)2021 at 2:38pm. Therefore, battery change occurred in less than 1 week. Device was cut open to perform visual inspection and found¿ evidence of moisture damage¿on the electronic assembly, motor, and force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. Cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. Blank display not confirmed. Device received pump error 38 during rewind due to corroded motor home switch. Device received with unexpected battery power loss during testing due to moisture damage at the electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.